Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high impedance, high thresholds, failure to capture, short ventricle-ventricle (v-v) intervals, over-sensing, noise and a polarity switch. The rv lead was explanted. The patient received a leadless implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.